Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
Related manufacturer reference number 1627487-2024-07032 it was reported that the anchor was broken. As a result, surgical intervention was undertaken wherein the anchor was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing fractured anchors was reported to abbott. The patient anchors were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.